Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 27 mg/dl. Customer stated that she walk a lot and did not eat prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.